Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Head became detached in mouth - oral-b precision clean brushhead [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on 30-jan-2018 that she bought oral-b power oral care refills precision clean and used 4 pieces. During brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2018, she stated that the head of the brush head became detached in her mouth. This was not the first time that she had used this particular type of brush head. No symptoms developed. Relevant history: none reported. No further information was provided.